Event description:
The product in question has an ongoing history from the first year of purchase/use -2007 & 2007- to present. The dental equipment is mfg by dentalez group located in (B) (4). The equipment is corroding, rusting, peeling and breaking apart after just three years of moderate clinical use. My concern is that it is not known whether these materials are safe to my pts, staff or myself since I am not familiar with the reaction of this equipment to normal clinical use as it follows a pattern of unusual wear and tear in such a short period time.